Event description:
The customer reported that the system displayed an images corrupt error message when attempting to send them to the pacs system. The system then rebooted itself and the images were no longer available. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.